Event description:
We are not currently using omnipod 5; but will be switching soon. I have concern with controller constantly needed to be restarted. Pods when deactivated still impact the ability or the new pod to connect. People are saying take out old pod in freezer or microwave. That seems wrong. Seems like the product needs to be revised. Can't wait for ios to be approved. I am gathering this info from user groups and their experiences that are repetitive.